Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and customer was hospitalized due hyperglycemia on (B)(6) 2019 with blood glucose 600 mg/dl and 188 mg/dl. Customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin, bolus from the insulin pump and manual injection for high blood glucose. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.